Manufacturer narrative:
(B)(4). Customer contact has been attempted for additional information related to the event but no response has been received. Any additional information received from the customer will be included in a follow up report. (B)(4). Result of investigation: service technician performed bench testing. All testing performed using a known good test patient circuit as well as a known good ac adapter. Ventilator passed 89 hour extended tests at customer¿s settings. Ventilator failed ltv final test for non-conformity with the flow performance test and calculated tidal volume average. This slight non-conformity would not result in a failure to ventilate properly. Patient demographics such as age, date of birth, gender, weight, or details related to the patient death were not provided by the customer.

Event description:
The customer reported while using the model lvt (lap top) 950 ventilator the patient passed away. There is no allegation of malfunction towards the ventilator. The customer did not report a date of death.